Event description:
The device¿s previous manufacturer, invacare provided ventec with a copy of form 3500a submitted by a user facility (medwatch report # (B)(4)) which stated the following: "patient was smoking e-cigarette in bed with 7 liters of oxygen at the time. Pcg observed patient with fire in face and removed oxygen from patient. Upon arrival of nurse, nurse observed visual burns to patient's nose and mouth. Patient sustained 1st and 2nd degree burns (redness and blistering) to nares and mouth. Spouse did not report incident at the time it occurred. Spouse did not contact vitas, 911 or seek medical attention at the time of the incident. No treatment provided by spouse at the time of incident. Patient expired (B)(6) 2024, death not related to this incident per physician on death certificate cause of death was end stage renal disease." Section b3, date of event, is approximate based on what was provided in the voluntary medwatch report. However, the reporter did indicate that the incident had occurred earlier, and that the spouse did not report the incident to the user facility or seek any type of medical treatment for the patient's burns at the time that the incident occurred. Ventec has reached out to the reporter requesting confirmation of the date of the event, but no response has been received. The patient is deceased, but per the physician on his death certificate the patient died of end stage renal disease. Based on the information provided, there is no indication that the device use contributed to the patient's outcome.

Manufacturer narrative:
H6: section d10, concomitant medical products and therapy dates, of ventec's esub form does not allow for multiple entries. The following concomitant medical products and therapy dates were provided by the reporter in the medwatch form 3500a that was provided to ventec: 1. Hospital bed with half ralls and matt (therapy start date (B)(6) 2024, therapy end date - none). 2. Bedside commode (therapy start date (B)(6) 2024, therapy end date - none). 3. Over bed table (therapy start date (B)(6) 2024, therapy end date - none). 4. Oxygen regulator (therapy start date (B)(6) 2024, therapy end date - none). 5. E-tank (therapy start date (B)(6) 2024, therapy end date - none). Ventec has determined that this device was placed into commercial distribution back in july of 2016, which predates the required UDI compliance date for class ii medical devices. As a result, no UDI# exists for this device and section d4, UDI#, shall state ¿none.¿ the device was not returned to ventec for evaluation. The invacare platinum 10 liter home oxygen concentrator user manual provides the following warning: danger! Risk of death, injury, or damage improper use of the product may cause death, injury or damage. This section contains important information for the safe operation and use of this product. ¿ do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as user manuals, service manuals or instruction sheets supplied with this product or optional equipment. ¿ if you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment. ¿ check all external components and carton for damage. In case of damage, or if the product is not working correctly, contact a technician or invacare for repair. ¿ the information in this document is subject to change without notice. Danger! Risk of death, injury or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. Smoking during oxygen therapy is dangerous and is likely to result in burns or death. To avoid fire, death, injury or damage: ¿ do not smoke while using this device. ¿ do not use near open flame or ignition sources. ¿ no smoking signs should be prominently displayed. ¿ keep all open flames, matches, lighted cigarettes, electronic cigarettes or other sources of ignition at least 10 ft (3 m) away from this concentrator or any oxygen carrying accessories such as cannulas or tanks. Danger! Risk of death, injury or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. Smoking during oxygen therapy is dangerous and is likely to result in burns or death. To avoid fire, death, injury or damage: ¿ do not allow smoking within the same room where the oxygen concentrator or any oxygen carrying accessories are located. ¿ if you disregard these warnings about the severe hazard of oxygen use while you continue to smoke, you must always turn off the concentrator, remove the cannula and then wait ten minutes before smoking or leave the room where either the concentrator or any oxygen carrying accessories such as cannulas or tanks are located. Danger! Risk of death, injury or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. Smoking during oxygen therapy is dangerous and is likely to result in burns or death. To avoid fire, death, injury or damage: ¿ use only oxygen compatible water-based lotions or salves before and during oxygen therapy. To verify, refer to the lotion/salve container for the oxygen compatible water-based statement. If necessary, contact the manufacturer. Do not use any lubricants on concentrator unless recommended by invacare. ¿ avoid creation of any spark near oxygen equipment. This includes sparks from static electricity created by any type of friction. Warning! Risk of injury or death to prevent injury or death from product misuse: ¿ closely supervise when this concentrator is used by or near children or impaired individuals. ¿ monitor patients using this device who are unable to hear or see alarms or communicate discomfort. Ventec has reviewed the information provided in the form 3500a provided by the user facility. Ventec's investigation determined that the cause of the reported issue was user error, due to the patient smoking in very close proximity to the device which was actively delivering oxygen to the patient. These actions resulted in the observed fire and burns/injury to the patient's nose, nares and mouth.